Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: on (B)(6) 2011 the patient had the ivc filter deployed via the right internal jugular vein for planned bariatric surgery and history of right dvt and pe with a plan to retrieve the filter following surgical recovery. On (B)(6) 2011 based on the radiology report, the patient had a CT scan from an outside hospital earlier in the day which demonstrated perigastric hematoma. The comparison CT of the abdomen and pelvis reported a perigastric hematoma which increased in size 2.2cm to 5.0cm in diameter. Additionally 1-2 of the filter legs extended beyond the caval wall penetrating the aorta; however, there was no evidence of bleeding from the ivc or aorta, and no hematoma. Because there was no periaortic hematoma, the general surgeon who performed the bariatric surgery determined there to be no immediate clinical concern related to the filter. The radiologist recommended that once the patient was stable the filter be retrieved before endothelization could occur. The patient was transfused one unit of red blood cells that day and the patient was discharged on (B)(6) 2011. On (B)(6) 2011 the patient presented for filter retrieval and the filter was successfully captured and retrieved using a snare and recovery cone device. The patient was discharged that same day. The medical record pages provided did not document the status of the patient post filter retrieval or at the time of discharge. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two days post vena cava filter deployment for planned bariatric surgery with a history of right dvt and pe, an incidental finding on a CT scan demonstrated one or two filter legs extending through the caval wall and into the aorta; however, there was no evidence of bleeding from the ivc or aorta, and no hematoma. The surgeon determined there to be no immediate clinical concern related to the filter. Eleven days post filter deployment, the patient presented for filter retrieval and multiple devices were used to successfully capture and retrieve the filter. The patient was discharged home that same day.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records allege an eclipse filter was implanted successfully at the l2 level prior to gastric bypass surgery. Two days post implantation of ivc filter, CT imaging allegedly identified one to two limbs extending through the ivc into the aorta. No periaortic hematoma was noted; therefore, it allegedly was not of immediate clinical concern. Eleven days post filter implantation, the filter was allegedly successfully retrieved using a combination of a bard recovery cone and a cook snare. The initial attempt to retrieve the filter using just a snare was allegedly unsuccessful. Based on the medical record review, the investigation is confirmed for limb perforation and difficult to remove. It is possible the filter perforated the patient's ivc during gastric bypass surgery. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.